Event description:
Additional information received from the manufacturer representative reported that they were unable to determine the cause of the shocking. Programming was adjusted to different electrodes and the soft start was increased to eight seconds. The patient told the representative they would call if the issue persisted and had not called at the time of the report.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient recharged to 100% full he got a shocking sensation. The patient would turn the ins off prior to recharging and when the ins is turned on the shocking occurs first thing. Recharging to 50% or 75% did not result in a shock. Recharging to 100% while the ins was on also shocked the patient. The patient had reduced amplitude from 3.7 volts to 2 volts and still felt shocking. The patient also tried different positions with no change. Impedance measurements were taken and were in range. The issue began in 2017. It only occurred in the month or two prior to (B)(6) 2017 and had not happened since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.